Event description:
It was reported that a malfunction occurred with a pump, displaying a malfunction code identified as malf 6. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer acknowledged and understood.